Event description:
The facility representative reported an infuse-or pump in which the pump shut down when attempting to infuse propofol to patient during surgical procedure. Nurse turned pump on to infuse propofol, pump alarmed and would not infuse medication. Pump was replaced and patient's infusion continued with a new pump. This was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, details were not available on this event. No additional information is available.

Manufacturer narrative:
Pump has been requested for evaluation. Should the pump be received and an evaluation performed, a follow-up report will be sent.